Event description:
It was reported that during a laparoscopic removal of a gastric tumor, the surgeon dissected out the tissue surrounding the tumor and was attempting to remove the tumor with the device. The device was then fired and reloaded. Subsequently, the device was unable to close fully and fired only a few mm. There was also a crunching noise when closing and firing the device. Another device was used to transect the tissue. There was no patient consequence.